Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-57 yields unexpected spco values of 3-4% with multiple sensors and test subjects; however, expected values of 0-1% were obtained with a different rad-57 on site. Testing was performed on staff members of the user facility with no known impact to any of the subjects as a result of the event. There were no alarms or error messages.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.